Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction alarms, cartridge alarm and cartridge change error issues were verified. The alleged touchscreen and battery issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms (alarm 9, 12, 16) and a cartridge alarm (alarm 30) occurred. While charging the pump battery, pump shutdown due to battery rapidly depleting. After charging, pump was "restarted" and upon changing the cartridge, a cartridge change error occurred. Customer reported pump screen went black and would not turn on after it was plugged into a power source. Customer's blood glucose was 322-422 mg/dl. Customer reverted to using manual injections for insulin therapy.